Event description:
The pt received the scs system on (B)(6) 2008. It was reported that the pt went to the emergency room due to the ipg pocket swelling the pt was checked for infection, that came back negative. Since the implant, the area around the ipg had been swelling up periodically. The pt noted pain around scs system and the posterior and anterior of his body. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.